Manufacturer narrative:
The manufacturer was notified on 23-dec-2025 of a previously unreported hypoglycemic event that occurred on (B)(6) 2025, during which the user reported experiencing a fall resulting in a wrist fracture. The user did not provide details regarding blood glucose values, treatment administered, ems involvement, or hospitalization related to this event. Multiple attempts were made to obtain additional information, but the user declined to provide further details, and the investigation is limited to the information reported.

Event description:
On 23-dec-2025, the user reported that on (B)(6) 2025 they experienced hypoglycemia with an unknown blood glucose value. The user¿s treatment prior to ems involvement is unknown, and it is not known whether assistance from a caregiver occurred. The user reported falling during the hypoglycemic event and sustaining a wrist fracture, with no additional information available regarding ems involvement, hospitalization, treatment, or discharge status.